Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that site's navigation system was on application v2.0 and since the site uses ge scanners exclusively, he attempted to revert back to application v1.3.2. Upon uninstallation of application v2.0, he clicked yes on "remove all data" and when installing application v1.3.2 via disk, the progress bar went all the way to the end and then stated installation failed. A reboot did not resolve the issue. In admin application, application v1.3.2 was listed in the installed software, but logging into the stealth user the applications were not present. There was no patient involvement.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9735737, software version: 1.3.2, product ID: 9736411, serial/lot #: (B)(4). The solid state drive was returned to the manufacturer for analysis. The component gave an error when attempting to install 1.3.2. (B)(4) are applicable to this analysis. A software analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. Device available for evaluation: logs were received 2022-07-11 and the ssd was returned (B)(6) 2022. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.